Manufacturer narrative:
There was no reported pt impact associated with this complaint. Eval revealed that the up and down arrow keypad button presses did not activate desired pump functions. There was evidence of keypad contamination found under the up and down arrow button key contacts.

Event description:
It was reported that the down arrow keypad button was intermittently unresponsive. A family member reported that the pt has to press buttons multiple times to get a response. The family member stated that the pump is not exposed to moisture, the pt wears the pump in his back pocket, the keypad is intact, and the buttons do not stick but they spring back.